Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in california where it was inspected by a trained f&p service technician. The device was returned to the customer after passing perfomance tests. Our investigation is based on the information provided by the f&p service technician. Result: inspection of the complaint rd900 neopuff infant resuscitator confirmed that there were no faults found. Conclusion: we are unable to determine what may have caused the reported failure as there was no fault found with the returned device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in connecticut, reported that the gas outlet port of rd900 neopuff infant resuscitator was damaged. There were no reported patient consequences.

Event description:
A healthcare facility in (B)(6), reported that the gas outlet port of rd900 neopuff infant resuscitator was damaged. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.